Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 08-jan-2014, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 08-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during an ins replacement, connectivity was good, but when the rep checked impedances it showed avoid 4-7 and 8-11 electrodes. The rep swapped lead ports and impedances showed avoid for 0-3 and 12-15, which indicated the impedances were following the lead. The rep used a wens which showed 5, 6, 9, 10 electrodes as having a short. The hcp decided to replace the leads at this point. An x-ray showed no lead movement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2019-aug-22. It was reported that the cause of the impedance issue was not determined. There were no further complications reported or anticipated.